Event description:
Customer reports that she obtained a result of 235 mg/dl on her device and a result of 70 mg/dl on a lab taken 5 minutes later. No treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.